Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the patient had expected vision not obtained, dislocated iol. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested and provided that there was no patient harm and no hospitalization.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the lens/cartridge used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the (3.75cyl), 17.0 diopter, (1.5 extended depth of focus) lens was replaced with a monofocal 17.0 diopter lens with a reason for the exchange of "lens dislocated temporarily." No additional information has been provided at this time at this time. The manufacturer internal reference number is: (B)(4).